Manufacturer narrative:
The customer called into technical support (ts) reporting when booting up the device at the beginning of the day, the battery is faulty. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem that the battery is faulty. The device is out of warranty and the customer has been informed. No repairs were completed by a service engineer as the customer did not follow up for repair. The customer declined service and repair due to the device being out of warranty. No parts replaced. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
PMA/510k: k102985. The authorized service provider (asp) confirmed the power fault. During testing, it was found that the battery was damaged. The asp replaced the battery, and the issue was resolved.

Event description:
The customer called into technical support (ts) reporting when booting up the device, the battery is faulty. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem that the battery is broken. The device is out of warranty.